Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in electrical parts, and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: " inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. The specified fault error code 315. The plug body was disassembled, fluid ingress was evident throughout the plug body, triggering both pink moisture indicators, corrosion from fluid ingress was also evident. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Additional findings are as follows: (a.) There is a gap of adhesive on bending section of the distal end rubber, (b.) The bending section of the insertion tube has reduced angulation, outside of required specification, (c.) There was water leakage or fluid invasion in the device, (d.) There was a blackout image issue, (e.) And defects found during inspection showed insulation malfunction and the electric safety test failed on the insertion section. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope, had displayed error 315 unsupported scope when plugged into the stack. The fault was found during pre-checks. The procedures were completed with another scope. No patient harm or clinical impact. Therewas no report of patient or user harm associated with the event.